Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the patient's posterior capsule broke and the lens was not implanted. Additional information was requested.

Manufacturer narrative:
Additional information provided in b.5. And h.10. The device never came in contact with the patient, therefore this is no longer considered a reportable event. No further reports will be submitted for this report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient's posterior capsule broke prior to contact with the lens therefore the surgeon changed the lens being used. There is no reported patient impact or contact.